Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The first patient sample initially generated positive results for sars-cov-2, influenza a and b. The same sample was retested on the same cobas liat system which yielded a negative result for all targets. The same sample was retested on a different platform (ausdiagnostics respiratory 24-well panel) and the influenza a and b results were negative. The same sample was retested again on another platform (hologic aptima sars-cov-2 only assay) which yielded a negative result for sars-cov-2. The second patient sample initially generated a positive result for influenza a and b and a negative result for sars-cov-2. The same sample was retested on a different cobas liat system where the influenza a and b results were positive and the sars-cov-2 result was negative. The same sample was retested on a different platform (ausdiagnostics respiratory 24-well panel) which yielded a negative result for influenza a and b. All results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. A root cause has not been identified. Possible causal factors may be sample processing related or differences in testing methods. It is possible that different assay platforms test for different strains or targets and also have different lod (limit of detection) where results of one assay platform may not be reproduced on a different platform.